Event description:
It was reported the patient's stimulator was increasing amplitude. The stimulator would not turn off. The system was explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that representative was not notified until after the device had been explanted. Physician reported that the battery was increasing amplitude and would not turn off. Physician reported attempting to adjust settings and turn off the device with patient programmer. He was able to adjust the settings but reported that adjustments did not remain. The explant date unknown. No problems with the patient were reported to representative. Event cause or whether it was related to the device was unable to be determined as representative was notified at least a week later and was given the patient's battery on the day of the initial report of this event.

Manufacturer narrative:
Correction: previous medwatch incorrectly reported information that pertained to manufacturing report # 3004209178-2015-11388. Patient status is still unknown.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0swf3, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).